Event description:
Additional information from operative report: the report indicates there was difficulty firing the stapler and a there was an immediate brisk bleeding from several locations along the staple line. Inspection of the resected tissue showed an incomplete ring of rectal mucosa and the attached free staples were not in the normal configuration. The staples appeared to have been incompletely closed. Approximately 15 to 20 minutes were spent trying to obtained hemostasis using a series of horizontal mattress sutures above and below the points of bleeding utilizing 3-0 chromic. Eventually everything was reasonable dry. Unfortunately, it looked like the stapler misfire had left a partial mucosal defect in about 1/3 of the circumference of the anal canal; submucosa was exposed, which should re-epithelialize without difficulty. The surgeon put a few more mattress sutures in to pull up the free end of the mucosa to the distal side, so that the open areas are smaller. With hemostasis assured, the anus canal was irrigated and packed with a gelfoam tampon soaked in topical lidocaine. The patient was kept overnight for observation for potential postoperative bleeding. The patient tolerated things otherwise reasonably well.

Event description:
Received notice of potential litigation. Pleading indicates the matter is a medical malpractice action against the surgeon ¿seeking damages for permanent injury suffered as a result of negligent medical care and treatment rendered ¿on (B)(6), 2010.¿ pleading further indicates that surgeon stated that intra-op the device ¿misfired¿. No other information is available at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): information unavailable.